Manufacturer narrative:
Zimvie complaint (B)(4). Unique identifier (UDI) number is not provided/unknown. Additional 510(k) numbers are k011028 and k013227.

Event description:
It was reported that the implant at tooth site #1-4 fractured and was removed. Upon flap elevation, dr. Hoffman noted that the implant had fractured by the hex. Removed implant, entire buccal aspect of 1-4 hex had fractured. Grafted and covered with a membrane.

Manufacturer narrative:
This report is being submitted to report additional information. The following sections are being reported: d4: expiration date. D4: unique identifier (UDI) number is not provided / unknown. D9: device availability. H2: if follow-up, what type. H3: device evaluated by manufacturer. H4: device manufacturer date. H6: type of investigation. H6: investigation findings. H6: investigation conclusions. H10: additional narratives/data. Zimvie received one implant for evaluation. Visual evaluation of the as returned device identified the implant with signs of use, bone debris on external threads. The implant was fractured at the collar. DHR review was completed for the subject lot number. No deviations or non-conformances, which could have caused or contributed to the reported event, were noted as part of the DHR. Complaint history review was performed for the reported lot number for similar events and no other complaint was identified. Based on the investigation and risk management file review, the most likely root causes determined from the investigation are material selection of implant inadequate (unable to withstand occlusal forces or long term loading), clinician places implant in a patient with patient factors (e.g. Bruxism) incompatible with long-term osseointegration of implant. Therefore, based on the available information, a device malfunction did occur. The reported event was confirmed with all the available information. No further investigation or immediate CAPA / hhe/d escalation is required, as the complaint investigation did not confirm the product was nonconforming at the time of distribution, and no new failure mode, harm, or hazardous situation was identified through the investigation performed.

Event description:
No additional or corrected information to report.